Event description:
It was reported that during a pulse generator change out, the left ventricular lead insulation appeared to be abraded via fluoroscopy. No electrical anomalies were noted. Technical services reviewed the images and no insulation anomalies were noted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.